Manufacturer narrative:
Calibration and qc were acceptable on date of patient testing. Field service engineer determined the dilution vessel was dirty and the reagent nozzles were misaligned. He cleaned the dilution vessel and checked the reagent nozzle alignments. Customer performed calibration and qc with no issues. The investigation determined the service actions of cleaning the dilution vessel and aligning the reagent nozzles resolved the issue.

Event description:
The initial reporter questioned high ise indirect gen.2 na patient results on a cobas 8000 cobas ise module. The customer provided a questionable high result for one patient. The initial sodium result was 153 mmol/l and repeated 140 mmol/l. The customer did not report the questionable result outside the laboratory. The customer repeated the sample on another analyzer and the sodium recovered 141 mmol/l. Customer determined the sodium result of 140 mmol/l to be correct. Sodium electrode lot number and expiration date were requested but not provided.